Event description:
It was noted that the implantable cardioverter defibrillator (ICD) exhibited noise problem. No further information was provided.

Manufacturer narrative:
Please retract this report 2017865-2026-00093, review of additional information indicates that the complaint was pertaining to the atrial lead. There were no allegations of malfunction on the ICD.